Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had high thresholds and the lead impedance had decreased since the previous measurements. The lead remains in use. No patient complications have been reported as a result of this event.